Event description:
It was reported that the patient called alleging inappropriate shocks due to an atrial fibrillation (af) from this cardiac re-synchronization therapy defibrillator (crt-d). This device remains in service. No additional adverse patient effects were reported.